Manufacturer narrative:
Investigation summary: it was reported that the plunger on the regular flush was difficult to push. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows three syringes with no packaging flow wrap, or tip cap, and the plunger rod-rubber stopper all the way down. A device history record review was completed for provided material number 306546, lot number 0350037. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Without the physical sample analysis, a probable root cause could not be offered. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546, batch no: 0350037.  The plunger on the sterile flush (I stated sterile flush, but it is regular flush. Sorry!) Was difficult to push. The nurse thought they didn't get the IV in the patient due to the difficulty. The IV returned blood, so the issue was with the flush.